Manufacturer narrative:
The technician cleaned the hi/low drive brake assembly of excessive lubricates and replaced the thrust bearing assembly to repair the bed.

Event description:
Information received, indicates the bed is drifting down from the high position if the bed is bumped.